Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day post procedure the right ventricular lead dislodged. Loss of capture was noted. A chest x-ray confirmed dislodgement. The lead was explanted and replaced, the procedure was successful. The patient was stable and recovering.